Manufacturer narrative:
(B)(4). The evaluation of the device is in process.

Event description:
The customer reported that, during patient use, the ventilator's display went blank. Ventilation was not interrupted. The patient was removed from the ventilator. No harm to the patient reported.